Manufacturer narrative:
Exemption number: e2010016. Jmss (the manufacturer) is submitting the report on behalf of jmsna (the importer). Although we have not established the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. Based on the information received from the facility, during visual inspection prior to usage of the set, the technician did not notice any abnormality on the set. The detachment occurred after the entire dialysis treatment was completed and while the technician was retracting the needle set into the wingeater safety guard. There was no leakage observed on the set for the entire treatment. The patient did not encounter any blood loss and no ill effects to him right after the incident. Neither thee was no accidental needle stick injury to the technician nor injury on the patient's access at the time of the incident occurred. After decontaminating the returned sample, we conducted visual inspection and dimensional measurement to confirm if it was within the specification. The inner diameter of the tubing and dimension of wing stem on the avf folded wing were measured and found to be within the specification. The insertion mark was observed on the tubing. Based on visual inspection, we suspect that there might be a possibility of inadequate adhesive applied on the wing stem which is bonded to the tubing. However, based on our simulation study test 2, poor insertion or insufficient adhesive will not lead to leakage or detachment. Thus, we could not rule out the possibility that significant force was used during retraction that could have resulted in detachment. However, we have taken corrective action based on the suspected causes. We will monitor our production process to prevent the recurrence of such reported defect. Lastly, jms continue to maintain good quality of our product and ensure that only good quality products are delivered to customers. (B)(4).

Event description:
Facility's (B)(6) initial report: needle hub disconnected from tubing. Employee went to engage safety guard pulling needle when blue hub disconnected from needle tubing. Facility's (B)(6) additional information: the detachment occurred after treatment and while retracting the needle set inside safety guard. The patient did not experience any blood loss. The device was in use for 3 hours and 30 minutes. There was no leakage on the device during the entire treatment. There was no accidental needle stick injury happened on the healthcare worker. The clinic mentioned that the wings partially pull into the guard and tubing disconnected.